Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. During the procedure, air was observed in the reverse blood line. The sheath was replaced, and procedure was completed without patient complications. Tthe device is not expected to be returned for analysis (dispode).